Event description:
It was reported that during priming the device exhibited leaks multiple times. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Five photos were included for evaluation. During the visual inspection a hole was detected in the circuit, thus an air leak could occur during use. CAPA-000866 was opened to address root cause investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.